Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir contained air bubbles. The customer's blood glucose level at the time of the incident was 147 to 228 mg/dl. Troubleshooting advised the customer to remove the air bubbles in the reservoir and call back if further assistance is needed. The customer did not have a tubing clamp and was advised to call back when it was received to perform the high pressure test. Customer was advised to monitor and call back if necessary. The reservoir will not be returned for analysis.